Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026, due to the inflammatory response or scar tissue formation can obstruct insulin delivery through any infusion set. The blood glucose level was high and the patient was treated by correction injection via multiple daily injection (mdi). No further information available.